Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high" although specific value was not provided. Customer gave a manual injection to address the bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that an o-ring was on the pneumatic tap. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and pump data for review; however, no response was received from the customer. It was then reported that the customer had an unspecified cartridge issue. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.